Manufacturer narrative:
(B)(6). (B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by product being put through bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. This was not a supplier issue. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while surgeon was impacting a g7 acetabular shell with g7 straight inserter, the inserter was disengaged with the shell. Then, he found that tip of the inserter threaded shaft was fractured. The fractured part was removed from the shell. Another offset inserter was used to complete the procedure. The surgical delay was about 15 minutes. No adverse event was reported as a result of this event.